Manufacturer narrative:
A review of the device history record (DHR) for lot no. 1817041664 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) photograph was provided for evaluation. Sample was returned. Visual evaluation observed the catheter cutting of the part from the valve. A review was performed by the multifunctional team and it was found the possible root cause is the assembly from the catheter and adapter; the catheter enters more of the 7 steps of the adapter. Corrective action has been taken by changing the assembly location between these two components. The new assembly location will reduce the force needed to detach the catheter, but retain the minimum force required by specification. The reported customer complaint is confirmed. The probable root cause is manufacturing process related. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports that the catheters have been ripping apart at the bifurcation. Upon follow up the customer stated that the catheter detached.